Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2012 via the right internal jugular vein due to a history of pulmonary embolism (pe), followed by successful percutaneous filter retrieval on (B)(6) 2016. Per the successful ivc filter removal: "a spot image of the chest was obtained, showing absence of any identifiable filter struts in the imaged portion of the chest. 0.035 guidewire was then placed through the right atrium to the inferior vena cava below the level of the filter, which appears in very similar position to its original placement". "Inferior venacavogram was performed, showing no significant thrombus within the filter, and a widely patent ivc". "9 french inner sheath was then advanced over the filter to collapse it, and the filter was then pulled into the sheath and its entirety". "Impression: successful removal of infrarenal inferior vena cava filter. Inspection of the filter following removal shows the filter to be intact, with no apparent missing struts or fragments".

Manufacturer narrative:
G4 (510k): k211874. Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: non-specific allegations. Unknown if the reported non-specific allegation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.